Event description:
Sales representative reported on behalf of healthcare professional, rupture. This record is for the left side. The device was explanted and replaced. It will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Sales representative reported on behalf of healthcare professional, rupture. Healthcare professional later reported "foreign body giant cell" and "calcification". This record is for the left side. The device was explanted and replaced. It will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, e1.